Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for magnetic resonance imaging (MRI) scanning, the device went into backup vvi mode as scanning extended longer than 30 minutes. Reprogramming was performed successfully. The patient was stable.